Event description:
Reportedly, this valve was explanted after a 10-month implant duration following the patient's death due to right ventricular failure. This was a non-device related death. When the valve was explanted at autopsy, calcification and host tissue overgrowth were noted. No further information was provided.

Event description:
It was reported that this value was explanted after about 1 year implant duration due to an unknown reasons. No further information was provided.